Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: infections..."

Event description:
On (B)(6) 2018, patient underwent a posterior lumbar interbody fusion. On (B)(6) 2018 during a follow up visit, the patient reported a superficial breakdown wound infection of the inferior left paraspinous area. Treatment was prescribed. No product malfunction reported.